Event description:
It was reported while transporting a trauma red patient to the or (operating room), the philips monitor stopped working.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
It is unknown how this issue was resolved. The customer has refused further support, therefore the cause cannot be determined at this time. Received medwatch# (B)(4) on 08-march-2022 via email.